Event description:
Pt has been on an intrathecal baclofen pump for dystonia secondary to a presumed metabolic disorder. Pt has been without problem for several mos. In 2001, the pt experienced respiratory depression and subsequent arrest necessitating intubation and hospitalization. Pt was found to have received an overdose of intrathecal baclofen. Pump had been refilled the day prior to presentation. The story is somewhat unclear, but it seems that the pt may have been given a pharmacy prepared solution as opposed to the prepackaged solution specifically designated for the pump. Reportedly this is the second or third overdose in the area in the last month or so, and co found that to be of some concern.